Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at 12atm within 60 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues were noted. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination noted a perforation in the outer lumen 3.8cm from the distal tip. The polymer extrusion was dissected, and the inner lumen was observed to have been perforated in the same location. Microscopic examination identified that the distal segment of one of the blades was detached with no damage to the blade pad. No damage was observed to the other blades or their blade pads. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres (atm) as per, wolverine, instructions for use (IFU), however, it was observed that inflation media was leaking out of the distal tip.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at 12atm within 60 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.